Event description:
Additional information received. Patient reported they were in a lot of pain during the first implant. Caller stated they had the device implanted because they had broke their back, but during the surgery they made them be a "contortionist" and be in strange positions to get the device implanted. Caller stated they would wake them up and ask them if they were feeling the stimulation several times and it was a difficult procedure. Caller stated if they had to do it over again they likely would not. Caller stated their implant battery died well before the estimated longevity which is normally 9 years. Caller stated the battery would take two nights to even charge. Caller stated a mdt rep came to interrogate the implant and it was "showing that there was an error in the battery pack" so they had the implant replaced. Caller mentioned that they did not like the previous model recharger/implant as it took a really long time to charge compared to the one they have now. Caller stated the recharger antenna was uncomfortable because it was a hard flat disc, they had lost a lot of weight and felt like bone on bone. Caller stated they like the intellis recharger a lot better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported that the patient's old ins took a long time to charge and was very uncomfortable.